Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of tubing defective/damaged - leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model 42081e lot number 22109380 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10

Event description:
It was reported that the bd alaris smartsite gravity blood set tubing was damaged and leaked. The following information was provided by the initial reporter: possible cracked tubing. Blood leaking from tubing insertion site going into ggt chamber.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, nj was used as a place holder. Medical device lot #: the customer reported lot #1022109380, but this was not found to be associated with the reported material number.

Event description:
It was reported that the bd alaris smartsite gravity blood set tubing was damaged and leaked. The following information was provided by the initial reporter: possible cracked tubing. Blood leaking from tubing insertion site going into ggt chamber.